Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo procedure completed with cryo using the flexcath contour 12f sheath, the dilator intermittently seated into the sheath with an inconsistent audible click, and when it did not seat well the dilator pushed out as the sheath was advanced. Excessive and persistent air bubbles were observed during negative suction with a 5 cc syringe while the cryocath was inserted into the sheath, with an unacceptable amount and size of air bubbles withdrawn and air ingress reported. The transseptal system occasionally would not fit into the sheath. Kinking of the side-port was reported. A valve material issue was alleged, including undue folding of the valve as the catheter was inserted, and alleged inconsistencies in the manufacturing process and quality control were noted. The patient was reported alive with no injury. No patient complications have been reported as a result of this event.